Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right. Approximately 3 weeks post procedure patient suffered restenosis of arterial inflow (target lesion). The stenotic area was crossed with a glidewire and percutaneous transluminal angioplasty was performed on this using a 6x6mm balloon. This was repeated for residual stenosis and then followed by 6x4 medtronic dcb and 7x4 medtronic dcb for the transitioning size of the vein. A repeat fistulogram demonstrated improved calibre of the stenosis and brisk central venous return. Patient recovered.